Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The broken cable caused the instrument not open or close properly. The cable was fully broken. Additionally, the instrument was found to have corrosion on the bearings. The corrosion/contamination found on input bearings input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring of the bearing. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver (nd) instrument's wire was undone at the wrist. The procedure was completed with no reported injury.